Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (failed a pulse test) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, the belt receptacle guide pin was bent which prevented the belt from properly locking into the monitor. Due to the inability to lock in place, the belt connector would loose contact with the patient pulse wires. The cause of the test failure was the intermittent contact with the patient pulse wires, due to the bent guide pin. The root cause of the damaged belt receptacle guide pin cannot be positively identified but is likely due to excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) failed a pulse test.